Event description:
It was reported that the user experienced an urgent low glucose event, awoke, and ingested oral glucose, after which logs indicated the pump reached a low state and multiple button presses led to the fill tubing screen where 2.6 units were inadvertently delivered during a period of confusion following the alarm. Symptoms included shaking and anxiety consistent with hypoglycemia, with discordant readings between fingerstick blood glucose at 142 mg/dl and cgm at 52 mg/dl. Outcomes included brief symptomatic hypoglycemia without hospitalization. Investigation included review of device logs and user troubleshooting and education regarding button navigation and time settings. Investigation of this case revealed the event involved user interaction leading to unintended bolus from the fill tubing function in the context of an urgent low alarm and an incorrect device time setting after daylight savings, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was uncertain and likely related to use error during an alarm-driven interaction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.